Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a broken sensor wire retained in the patient's skin. The sensor was inserted at the arm on (B)(6) 2017. Patient's mother reported that the sensor failed during the sensor session. The sensor was removed and the sensor wire that was exposed under the sensor pod was not the same length as the previous sensor wire. An x-ray exam was performed which did not confirm any portion of a sensor wire retained under the patient's skin. Date of x-ray exam is unknown. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot # 5219869) was returned for evaluation; however it is not the complaint sensor (lot# 5222913). A visual inspection was performed and found that the sensor wire was attached to the sensor pod and seal carrier and was not broken. The sensor wire was inserted farther than intended in housing puck, resulting in a seemingly shorter sensor wire. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.